Event description:
It was reported that pump tubing had not been primed before infusion set was applied, which led to insulin dripping and resulted in a low blood glucose (bg). Customer's continuous glucose monitor read "low" and customer lost consciousness. A specific bg value was not provided. Reportedly, assistance was required in obtaining baqsimi (glucagon nasal powder) and carbohydrates to address the bg level. Customer stopped insulin for a period, drained insulin from tubing, and later resumed insulin after priming properly. Technical support explained correct pump use and confirmed system was working properly, and customer acknowledged understanding.